Manufacturer narrative:
The delivery device was discared by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.

Event description:
Same case as 6000093-2007-00259 and 6000089-2007-00170. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, chest pain and a CABG occurred. The initial procedure occurred in 2005. The patient presented with chest pain and the physician placed 2 taxus express2 drug eluting stents, a 2.75x32mm and a 3.5x12mm to an unk vessel. No patient injuries or complications were reported. Two days post procedure, the patient experienced chest pain again and received another taxus express2 2.75x12mm drug eluting stent to an unk vessel. No patient injuries or complications were reported. Two days post this procedure, the patient again presented with chest pain and had "open heart surgery with coronary bypass." Additional information was requested, but is not available.